Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, the programmer screen had frozen at the end of the rv threshold test. The user could not access to any key and had to unplug the programmer to pursue the follow-up. An explanation is required.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.